Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the objective lens adhesive detachment could not be determined, however, the issue was likely the result of component failure due to repetitive use stress, degradation, handling and or external factors. Additionally, a definitive root cause of the scratched metal tip could not be determined, however, the issue was likely the result of component failure due to repetitive use stress, handling and or external factors should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The flex deflectable videoscope was returned to the service center for a separate issue. During evaluation of the device, peeled/detached objective lens adhesive was found and required repair. Additionally, scratches on the device metal distal tip were observed; the tip was replaced. There was no patient involvement, and no harm was reported as a result of the event.